Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was leaking out of the luer lock. The customer changed out their infusion set. The customer stated they were unsure if the issue was due to not screwing the luer lock properly. In addition, the customer reported the pump battery jumped form 20% to 40% back down to 20% within one hour while not connected to a power source. The customer's blood glucose (bg) level was 400 (mg/dl). A correction bolus was delivered to address bg level. The customer stated their bg level returned to target after changing their infusion set. The customer declined to upload the pump date for review by tandem technical support. Reportedly the customer will continue to use the pump for insulin therapy.